Event description:
It was reported that the device was used during a laparoscopic appendectomy. The patient was in the pacu, when it was needed to return them to the or to place clips for bleeding. The patient is stable.

Manufacturer narrative:
Information anticipated, but unavailable at this time.